Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath is confirmed; however, the exact cause is unknown. One 4.5 fr x 10 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the introducer sheath was observed to be damaged. The dilator was observed to be returned within the introducer sheath; however, it was found to be screwed onto the t-handle at an angle. Some damage was observed on the proximal end of the threads of the t-handle. The dilator was able to be screwed onto the t-handle of the introducer sheath and secured; however, when the dilator was re-inserted into the sheath, some resistance was noted near the distal end of the sheath. A microscopic observation revealed the distal tip of the introducer sheath was buckled, split, and plastically deformed in multiple locations around its circumference. No damage was observed on the distal tip of the dilator. While the root cause(s) of the damage observed on the introducer sheath and the resistance encountered during insertion of the dilator is unknown, possible causes include damage during manufacturing, handling, or use. A lot history review (lhr) of redu2995 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing catheter placement, the operator found that the lock ring of the dilator was unable to be closed. The dilator slipped when conducting puncture, resulting in failure of the puncture. 05/17/2021- returned device was buckled, split, and plastically deformed in multiple locations around its circumference.